Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced ossification of the cochlea. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient's new device has been activated successfully.

Manufacturer narrative:
(B)(4). Additional information: device manufacture date. The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical tests performed. The device failed the residual gas analysis test. This device was explanted for medical reasons. The device passed the electrical tests performed. However, this device had moisture that exceeded the residual gas analysis test limit. Based on an assessment of the residual gas analysis and dye penetrant data, it is determined that this device was non-hermetic, and that the root cause of the excessive moisture was a leak through the feedthru seals. A CAPA was implemented. This is the final report.